Event description:
It was reported to medtronic neurosurgery that the valve was overdraining and needed to be replaced.

Manufacturer narrative:
The product was not returned. Therefore, an eval of the device performance was not possible. A review of the manufacturing records was also not possible as a lot number was not provided. All valves are 100% tested at the time of MFR.